Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is dc jp kobe. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the flow control plug on the bd insyte¿ vialon-e IV catheter was loose and came off easily. The following information was provided by the initial reporter, translated from japanese: "this report is about loosening of flow control plug (possible molding defects in the product). The head nurse pointed out that many of the flow control plugs seemed to be easy to come off."

Manufacturer narrative:
H6: investigation summary : our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of vent plug / loose / missing was not confirmed upon inspection and functional testing of the sample and photo. Analysis of the sample and photo showed that there were no abnormalities or damages on the returned sample. The sample also underwent functional testing, where the fitment of the vent plug was analyzed. During the vent plug removal, the plug was observed to be tight and not loose. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the flow control plug on the bd insyte¿ vialon-e IV catheter was loose and came off easily. The following information was provided by the initial reporter, translated from japanese: "this report is about loosening of flow control plug (possible molding defects in the product). The head nurse pointed out that many of the flow control plugs seemed to be easy to come off."